Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted transduodenal to facilitate gallbladder drainage during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2026. During the procedure, the proximal flange could not be deployed due to a stent malfunction. The procedure was completed using a non-boston scientific device. There were no patient complications reported as a result of this event at this time.

Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy.